Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information: surgeon told rep that he noticed the vessel moving distally within the jaws during the firing of the device. The knife blade only nicked the vessel. Issue occurred on the first firing of the device on renal artery. Vessel moved within jaws. Surgeon placed vessel in middle of device and behind the cut line. Doctor was ¿pretty sure¿ there was nothing distal to the cut line within the jaws, but there may have been some fat. Malformed staples were identified. Knife just barely cut artery. It is unknown if there was a clip near the artery. Bleeding occurred. A clip was placed, but hemostasis was not achieved. A covidien endo ta was used and fired on the stump. The photo provided has staples from the pvs and the endo ta. Vascular team was called in. Patient was opened. Stitches were placed in the artery. Hemostasis was achieved. Patient is doing well. Additional information requested but unavailable: was the kidney being explanted the right or left one?

Event description:
It was reported that during a donor nephrectomy procedure, during the 1st firing of the device, over the renal artery, the surgeon confirmed that there was no tissue in the distal end of the stapler before firing, confirmed that the firing itself felt and sounded correct, but the device pushed the vessel to the end of the stapler jaws. The staples did not form correctly and the device only left a small, incomplete cut in the artery, causing it to bleed. The surgeon used an ethicon clip and a competitor's stapler to control the bleeding, but he was dissatisfied with the way the vessel looked. The surgeon then explanted the kidney using a second ethicon stapler and requested a referral from two vascular surgeons. The vascular surgeons decided to open the patient to suture the renal artery with ethicon suture. No transfusion was required.

Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with two cartridges reloads present. Reload (a) was received fully fired. There was damaged noted to the cartridge body, pockets and drivers. There were formed staples noted to be jammed between some drivers and pockets walls. A CT scan was performed and confirmed a staple lodged in a pocket and damage to the sled. Addition analysis of the reload under magnification detailed damage to the drivers and deck, consistent with clamping and firing over hard object. Analysis of the knife using an elemental x-ray detected the presence of elemental titanium commonly used in ligating clips. Reload (b) was received fully fired with no damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.